Event description:
It was reported by the patient's daughter following an arteriogram of the legs performed in 2005, an angio-seal was used in the right femoral artery. The patient had the procedure to evaluate the gangrene in the right leg. Difficulties were encountered where the puncture involved the inguinal ligament and the patient experienced internal bleeding. The physician that perfomed this procedure repunctured the right femoral artery that had been accessed only days prior. The daughter questioned whether the repuncture procedure was okay for angio-seal use. The daughter refused to give me any more information about the event.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.